Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient felt sharp stimulation in the legs and flank area with stimulation turned off. Reprogramming was unsuccessful. Impedance testing revealed contacts 1 and 8 were valid and 2 and 7 were invalid. X-rays confirmed a slight lead migration. The patient has not fallen or experienced trauma to the system. Surgical intervention may be undertaken at a future date.